Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was received. Analysis of the returned delivery wire revealed that main coil brake from detachment zone occurred instead of electrolytic detachment. The proximal contact and delivery wire were observed to be kinked. Information available indicated that the device was confirmed to be in good condition after unpacking and preparation. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. It is likely that handling damage is associated with the kinks observed on the delivery wire as these were not reported. Although the exact cause that contributed to the main coil break from the detachment zone cannot be determined, it is probable that procedural factors contributed to the reported event and observed break limiting the coil¿s performance during the clinical procedure. Therefore, an assignable cause of operational context was assigned to this investigations.

Event description:
It was reported that as the coil was being advanced into the microcatheter to the target lesion, it prematurely detached inside the microcatheter. There was no attempt to detach the coil. The coil was removed using a goose snare device. There was no clinical consequence to the patient due to the reported event.

Event description:
It was reported that as the coil was being advanced into the microcatheter to the target lesion, it prematurely detached inside the microcatheter. There was no attempt to detach the coil. The coil was removed using a goose snare device. There was no clinical consequence to the patient due to the reported event.

Event description:
It was reported that as the coil was being advanced into the microcatheter to the target lesion, it prematurely detached inside the microcatheter. There was no attempt to detach the coil. The coil was removed using a goose snare device. There was no clinical consequence to the patient due to the reported event.